Manufacturer narrative:
The device was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms, motor error, displacement anomalies or unexpected low battery alarms were noted. The low reservoir alarm feature was working properly. The device was received with cracked case at display window corners, and display window. The device was also received with minor scratched lcd window, and stained end cap sticker.

Event description:
The customer reported via phone call that he is not receiving insulin from his device. The customer's blood glucose level at the time of incident was 520mg/dl. The customer state trying to do manual bolus, but nothing comes out. Troubleshooting was conducted and found the device was functioning properly. The device is being returned for analysis and replaced, per the customer's request.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.